Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the device powered on by itself. It was reported that there was no patient involvement at the time the issue was discovered. The bme reported to the remote service engineer (rse) that the device powered on by itself and needed annual preventive maintenance (pm). The bme also informed the rse that the battery manufacturing date was 2014. The rse advised the bme to replace the battery per the 5-year pm interval and to potentially address the power on issue. The rse informed the bme that a bench form will be sent to the bme to bring the device in for pm service.

Manufacturer narrative:
The bench repair for the device was cancelled. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.